Event description:
Procedure type: lap ipom laparoscopical supply of a recurring umbilicus hernia in ipom method. According to the reporter: after establishing pp and introducing the 5 resp 10mm trocar under view, the hernia was dissected and a 15mm trocar was placed for introducing the proceed mesh. The fixation of the net occurred with protack. After finishing the surgery, the trocars were removed; thereby, a damage at the distal end of the 15mm trocar was noticed. A piece of the trocar hull was missing and could not find after search in the abdomen; also the trocar incision was searched unsuccessful. A pt harm cannot be excluded.

Manufacturer narrative:
.